Event description:
Customer reportedly received results of 280mg/dl and 90 mg/dl within 10 mins on the advantage system. No blood glucose symptoms reported with these results. No actions taken based on device results. No adverse event reported. No qcs were used. Requested return of suspect device and replacement was sent.